Event description:
It was reported that the deep brain stimulation (dbs) patient was explanted due to inadequate stimulation due to a misplaced lead. The patient is doing great post operatively. The explanted device will not be returned as it was retained per facility policy.

Manufacturer narrative:
Product family: dbs-adapters; upn: m365db9218150; model: db-9218-15; serial: (B)(6); batch: 7074387. Product family: dbs-adapters; upn: m365db9218150; model: db-9218-15; serial: (B)(6); batch: 7074478.